Event description:
It was reported that during an unknown procedure using the harmonic ace about one hour, the smoke increased suddenly from the tissue pad. Then a part of the tissue pad is disconnected. Fortunately, it didn't drop in patient abdomen. Finally, they open another new harmonic ace to continue the surgery. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.